Event description:
A customer reported that a button was cracked but did not request troubleshooting or follow-up. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.